Event description:
During service by baxter, air in line printer circuit board (ail pcb) with out of calibration was found. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 12, 2007. The facility reported an failure code 810:11 prior to use. Evaluation summary: evaluation was performed and the condition of out of calibration on air in line printer circuit board (ail pcb) was confirmed due to failure code 810:11. Inspection of the pump revealed out of calibration on air in line printer circuit board (ail pcb) caused the failure code 810:11. Recalibrated the air in line printer circuit board (ail pcb). The pump was tested for proper operation and pump found to function properly.